Event description:
Patient 10 days post-op. Open ventral repair packed w/ wet to dry dressing. Still open. Noticed collamend disentergrating/losing structure. Re-op scheduled. Patient had an e. Coli infection.